Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 37 - drive count/time values or changes incorrect for moving or coasting and too slow or too fast on the insulin pump. And also customer reported a partial display of the pump. Troubleshooting was performed and found that the customer was unable to clear the alarm successfully. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit was received with battery cap and found missing battery cap contact. Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test. Unit failed to pass the self test due to pump error 75 during testing. P-cap was attached and locked in place properly. Unit was successfully downloaded using thump for history file and trace file. Pump error 37 occurred on 05/31/2023 22:23--23:07 during event date in trace file. Pump error 75 occurred on 07/05/2023 08:37 during testing in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture on the electronic stack and force sensor. Motor was tested outside and it passed. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, cracked keypad overlay, pillowing keypad overlay, broken belt clip rails, cracked case (battery tube), battery cap contact missing. P-cap was attached and locked into place properly. Pump error 37 is confirmed due to motor anomaly. Missing segments is not confirmed. Unexpected battery power loss and pump error 75 is confirmed due to occurring during testing and due to moisture damage on electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Pump was returned for failure analysis.